Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm and a "high alarm" was displayed. Functional testing included use testing. The pump was powered on and was working properly, however when the cassette was removed, the device alarmed "cassette not attached properly." The latch lock optic flex and downstream occlusion sensor were replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the latch lock optic flex and downstream sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette sensor" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.